Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the right plunger case. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Service replaced speaker.

Event description:
It was reported that a continuous primary audible alarm was experienced.

Manufacturer narrative:
Additional information was received indicating patient involvement (updated b5, h6).

Event description:
Additional information received and attached by ICU medical on (B)(6) 2022:not involved with patient. Please proceed as unknowns.